Manufacturer narrative:
Upon receipt of this artificial urinary sphincter at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the cuff did not present any damage or abnormalities and it passed the leakage test. The pump inspection found it had contamination by the fluid resistor. The pump was also tested, concluding that the pump passed leakage, but the pump was not functional testing to avoid damaging the test equipment. The balloon was also analyzed, identifying there were not damage or abnormalities found and passing the leakage test. The ballon functional test confirmed an output pressure reading above specification. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during a clinical examination, the pump presented pre-erosive skin and some pus. It was also found erosion near the artificial urinary sphincter (aus) cuff. A surgical procedure was performed to remove the aus. There was no report of suspicious lesion in the bladder. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This complaint is for the third device explanted in 2025.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was also reported that during a clinical examination, the pump presented pre-erosive skin and some pus. It was also found erosion near the artificial urinary sphincter (aus) cuff. A surgical procedure was performed to remove the aus. There was no report of suspicious lesion in the bladder. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.